Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the one grip close cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable may have broken under tensile loading. The cable wear on the pulleys combined with high grasping force and large fleet angle between proximal and distal pulleys likely contributed to the breakage. The cable segment measuring approximately .615 stuck out at the wrist. The pitch up cable was broken at the distal clevis hub. The broken cable segment that contained the crimp was missing from the clevis. The clevis did not exhibit any damage or wear marks. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the fenestrated bipolar forceps instrument cable was noted to be broken during a da vinci hysterectomy procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.